Event description:
Covidien formerly tyco healthcare received a report on the event date, from a clinical engineer that the unit provides audio intermittently. There was no pt harm reported.

Manufacturer narrative:
The device associated with this record was requested back for eval.